Event description:
It was reported that during a pulsed field ablation procedure to treat atrial fibrillation (a fib), the versacross steerable access solution kit was selected to be used for the transseptal puncture (tsp) portion of the procedure. Following insertion of the rf wire into the right atrium and prior to energization, the physician observed peeling of the coating of the rf wire at the distal end. The wire was immediately removed and replaced with a similar device. No patient complications were reported. The wire was disposed and is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.